Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2009-03193 for a description of the other device. A hydrothermablation procedure set was used during a hydrothermablation. According to the complainant during the procedure, the hysteroscopy phase of the procedure was completed and as the system went into the heat up phase, the temperature "jumped" from 19 to 99 instantly. The system eventually proceeded into the cool down phase, however, it could not be confirmed how long it actually for this to occur. Follow up info received on (B)(6) 2009, revealed that there were no alarms or error codes. The procedure was completed with a different device and there were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).